Manufacturer narrative:
Weight and ethnicity: unknown, information not provided. Date of event: unknown, not provided, but the best estimate date is right after the surgery on (B)(6) 2019. Device evaluated by MFR: the device was not returned for analysis as the lens was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted from patient's left eye as the patient had negative dysphotopsia that she complained of temporal arc in her visual field. The symptom first became aware right after the initial surgery. Pars plana vitrectomy was performed and another competitor lens was placed as the replacement lens. There was no other injury to the patient and the outcome of the surgery was excellent. No further information was available.